Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown gamma 3 nail. If additional information becomes available it will be provided on a supplemental report. Product will not be returned.

Event description:
Plaintiff alleges injuries sustained from an syk gamma 3 nail implanted into the left leg on or about (B)(6) 2013. On (B)(6) 2014 two pieces of the implant fractured and plaintiff underwent a revision surgery on (B)(6)2014. Suit filed in (B)(6).

Manufacturer narrative:
As no item was returned no physical examination could be carried out. The DHR identified no deviation in manufacturing. The item was manufactured according to specs. Material properties of the raw material of the nail had been tested and had been confirmed by an independent laboratory without findings prior to manufacturing. The rmf had considered potential implant breakage. The threshold was not exceeded. Investigation revealed no nonconformity; therefore no new CAPA was initiated general aspects: the broken implant is a temporary implant which inevitably will be subject of a fatigue fracture if the stresses on the implant are too high or not considerably reduced during the period of implantation. During this period there is a race between bony consolidation / fracture healing and implant breakage. If fracture healing is insufficient mechanical damage of a load bearing or load sharing device is more likely. Generally the risk of a breakage will increase with the increase of load cycles and load level. Nail breakage in general has been experienced but does not present an unanticipated event in itself. Depending on load application ¿ e.g. The patients¿ weight and post implant activity ¿ also, depending on the patients¿ post implant behavior and depending on suitable anatomical reduction, depending on the kind of bone breakage, depending on the course of bone healing and other factors a nail breakage can rather be classified as anticipated (ref to IFU). A successful treatment with a temporary implant requires sufficient bone healing during the implantation period and adequate load application. Technical aspects: as to outstanding product the kind of nail breakage could not be determined. Possible damages on the nail, caused after distribution or intra operatively, could not be verified in this case the nail had broken after an implantation period of approx. 18 months. During this period the implant had to absorb / transfer the whole loading because not relieved by increasing bone healing. It could not be determined if load bearing had been instructed and if actual load bearing possibly exceeded the anatomic and the nails physical requirements. The IFU refers to complications under ¿adverse effects¿ to increased loading, delayed union and osteoporosis (and others) pointing out potential outcomes. Medical aspects: a medical review was not reasonable because no medical records were available. With given information it could not be determined if the reconstruction nail was suitable for the kind of bone fracture. The course of bone healing could also not be determined. In case of delayed bone healing nail breakage after approx. 18 months would rather be regarded as anticipated. In case relevant information resp. The part(s) become available we reserve the right to update the investigation and to change the root cause. With available information a deficiency of the nail could not be verified.

Event description:
Plaintiff alleges injuries sustained from an syk gamma 3 nail implanted into the left leg on or about (B)(6) 2013. On (B)(6) 2014 two pieces of the implant fractured and plaintiff underwent a revision surgery on (B)(6) 2014. Suit filed in (B)(6).